Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm or rewind anomaly due to blank display. Unit had cracked lcd window, cracked case at display window corners. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up button of the insulin pump was cracked. Customer¿s blood glucose level was unknown. Customer stated that the battery life diminished and rewind was labored. The insulin pump will not be returned for analysis.